Event description:
Nurse reported meter results of 83 mg/dl and 155 mg/dl within 10 minutes on the advantage system. Nurse reported no patient symptoms and did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.